Manufacturer narrative:
Additional, changed, and/or corrected data: device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. Shell thickness within specification. Granuloma: unable to observe since it is not related to the device. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported an "incident" with the right implant. Device has been explanted and replaced. Regulatory agency later reported on behalf of the physician "ultrasound, findings suggestive of bilateral prosthetic rupture is confirmed by MRI, bilateral rupture and presence of silicone in the space between the capsule and the prosthetic wrapping. The ap of the capsule concludes "tissues compatible with capsule of mammary implant with silicone".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and granuloma.

Event description:
Healthcare professional reported an "incident" with the right implant. Device has been explanted and replaced. Regulatory agency later reported on behalf of the physician "ultrasound findings suggestive of bilateral prosthetic rupture is confirmed by MRI [¿] bilateral rupture and presence of silicone in the space between the capsule and the prosthetic wrapping the ap of the capsule concludes "tissues compatible with capsule of mammary implant with silicone".